Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. No further troubleshooting or actions were taken yet. The healthcare provider was waiting to receive a catheter access port kit, so troubleshooting/diagnostic testing was pushed into the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign health care provider (hcp) via a company representative (rep). It was reported that a cap test was done in the implanting center during september, which did not show anything special with the catheter. At the last refill, wednesday last week, the drug volume left in the pump was 4,5 ml. The volume shown in the programmer was 3,3 ml, so in the normal discrepancy range. The physicians don¿t want to do more exams for the time being, but would continue follow-up the patient carefully. The implant date of the pump and catheter were not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The healthcare provider performed a dt scan. According to the result, no issues with the catheter could be identified. It was indicated that the healthcare provider could not perform a catheter aspiration (cap) procedure or dye study at their clinic and the patient had been referred to the neurology department of karolinska hospital for further investigation. The patient continues feeling well. Both the mother and the assistants had not noticed any change in the patient's spasticity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lionova (2 mg/ml, unknown dose) via implanted infusion pump. It was reported that the last two refills, the physician had noticed a volume discrepancy during the refills. In both cases, there was much more drug in the pump than expected. During the first refill they were expecting a volume of 4.3 ml left in the pump, however they extracted 20 ml. During the second refill they were expecting to aspirate 5.6ml, whereas in fact they aspirated 12 ml. Furthermore, the hcp indicated that the patient did not hear any alarms and that there were no alarms present in the pump logs (i.e. No motor stall reported). It was also reported that no procedural/programming issues were encountered during the refills. The patient was not experiencing any underdose symptoms, and the patient seemed to be doing better. Additional information was received on (B)(6) 2024 reporting that the patient and the patient's assistants (cerebral palsy patient) did not notice any changes in therapy and/or any side effects recently. No incidence such as fall or other trauma we re not noted. No alarms were reported. The hcp was going to check the pump logs again to double check that there were no alarms/motor stalls. To the hcp's knowledge, the patient had not been exposed to any strong electromagnetic interference (emi)/magnets. No issues had occurred during the last 2 refill procedures. The hcp hadn't performed aspiration from the catheter as the patient surprisingly had no health issues the last 9-12 months. The hcp did not have access to the pump logs at the time of the report. The patient got a new pump in june 2023. After that she got her pump refilled 3 times. The first time was in august 2023 instead of in october because of miscommunication between the neurosurgeons and the department. Then they had aspirated 27 ml when it was expected 22 ml. At that time, the patient had the same programming of 518 mcg/day and it had passed 56 days since the operation. The hcp calculated a rate of 464 mcg/day. The second time was in december when they hcp aspirated 12 mls instead of 5,6 ml that was expected. The same rate of 518 mcg/day. 132 days had passed since the refill. The hcp calculated a rate of 422 mcg/day. Then, the third time was yesterday, (B)(6) 2024, when the hcp aspirated 20 ml instead of 4,3 ml with the same rate 518 mcg/day. 137 days had passed since the refill and the hcp calculated a rate of 290 mcg/day. No alarms, falls, trauma, or other incidences were reported. The patient felt fine and the patient's assistants reported no problems or other complications. No further information was reported.